Event description:
It was reported that the patient presented to the emergency department feeling flushed and with palpitations. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and undersensing. The ra undersensing resulted in false termination of atrial tachycardia/atrial fibrillation (at/af) events at times. It was noted that the p-waves measured higher than the programmed sensitivity. The patient had a device check ten days later, and high left ventricular (lv) lead thresholds were noted and the lv lead was reprogrammed. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: dtma1qq, crt-d implanted: on (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.